Event description:
The customer reported that she was hospitalized with high blood glucose results. She said that the pod she was wearing was activated at 4:42am. She provided the following history: she stated that she was treated with intravenous saline to bring her blood glucose level down. She said that her husband checked the infusion site, and there was no blood visible and no kink in the cannula. She did smell insulin and removed the pod. The site bled when she removed the pod. She did not provide details as to what time she went to the hospital or how long she was hospitalized. She stated that she has been feeling really sick for the last 3-4 weeks but did not know why.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported hyperglycemia and hospitalization was found. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyper glycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones, if ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours ( a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."